Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 115322, medical device expiration date: 2022-03-31, device manufacture date: 2021-06-02; medical device lot #: 1270310, medical device expiration date: 2022-07-31, device manufacture date: 2021-09-27; medical device lot #: 1252773, medical device expiration date: 2022-06-30, device manufacture date: 2021-09-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing 42 occurrences of producing false positive results. Gram staining and sub-culture was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: some media show the positive within few hours after loading to fx instrument. The false positive rate is about 6 %.

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. One photo of a bactec bottle was received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Catalog 442021 batch no. 1252773 customer reported a false positive defect. One photo of a bactec bottle was received. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Catalog 442021 batch no. 1153223 customer reported a false positive defect. One photo of a bactec bottle was received. Upon further evaluation it was noticed that complaint received was from a product already expired. No investigation can be conducted to the retention samples. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed since the lot is expired, nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing 42 occurrences of producing false positive results. Gram staining and sub-culture was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: some media show the positive within few hours after loading to fx instrument. The false positive rate is about (B)(4).